Manufacturer narrative:
The device used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the event reported or determine a root cause on this occasion. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. Potential cause for the issue experienced may be adhesion levels of the raw material used to make the film of this dressing. As with all adhesive products, the skin site must be thoroughly cleaned and dried prior to application. If there is any moisture on the skin surrounding the catheter, the adhesive performance of this dressing may be compromised. This investigation is now complete with no further action deemed necessary at this stage. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during treatment the dressing was not tightly adhered after dressing change. The catheter fell off. There was no delay a procedure was completed with smith and nephew backup device. No harm or injury reported.